Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. Symptoms were pus and pain at the site. The patient was given antibiotics. The physician believed that the infection was procedure related. The patient was doing well following the procedure and the infection has cleared up.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.